Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "issues, possible rupture, fatty oculus", "mass and t-cells which is not related to the device" and "confirm if implants are textured or smooth". This record is for the left side. Device remains implanted.